Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and cloudy pd effluent. The cause of and the outcome of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event, and the patient began treatment for the peritonitis with injection meropenem, 1.5 gram, and injection heparin, 1000 units (frequencies, durations and routes were not reported). The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the treatment with the injection of meropenem and the injection of heparin were both given intraperitoneally and were discontinued approximately 16 days after initiation, (previously not reported) for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Approx eight days after the onset of peritonitis, the patient recovered. On the same day, the patient was doing well, fluid was clear, and was discharged from the hospital. At the time of report, the patient was still taking remedial therapy. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.